Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawers were not detected on the bus due to no lights on the interface, and an ohm¿s test indicated that the 4-2 drawer controller board was defective. A field service engineer replaced both the board and the interface, and the firmware was updated to resolve the issue. The drawer's functionality was tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that the event did not cause a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.